Manufacturer narrative:
Common device name: nip / stent, superficial femoral artery. Concomitant product: (B)(6) 2016 6mm gore® tigris® vascular stent phb061001 lot 14452703. PMA: p160004. UDI: (B)(4); lot: 14507173. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remained implanted; consequently, a direct product analysis was not possible.

Event description:
On (B)(6) 2016, two gore® tigris® vascular stents were implanted for the treatment of a long superficial femoral artery calcification. Distally a 5mm tigris® device was implanted and proximally a 6mm device. It was reported to gore that on (B)(6) 2016, there was evidence of distal stenosis at the 3 week follow-up. It was stated that re-angioplasty was not possible and the patient's arteries were not suitable for a distal bypass. Therefore, a forefoot amputation was performed.